Event description:
The core micro drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the device overheating. Corrosion damage can cause increased heat production due to increased friction between the moving components.